Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and intermittent pain. The patient had revision surgery on (B)(6) 2019 under general anesthesia for an replacement of longer abutment. No cutting of skin was reported. The reported problem is resolved by medical/surgical intervention.